Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 62 years old at the time of study enrollment. B3: date of event: estimated since exact date was not reported.

Event description:
Elegance clinical trial. It was reported that in-stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the left mid superficial femoral artery (sfa), left distal sfa extending up to left proximal popliteal artery with 3.8 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 80 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed by using 2.0 mm non-boston scientific (bsc) laser atherectomy device and pre-dilation was performed by using 4.0 mm x 120 mm non-bsc percutaneous transluminal angioplasty (pta) balloon and 4.5 mm x 200 mm non-bsc drug coated balloon. Treatment of target lesion was performed by the placement of 6.0 mm x 80 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 5 mm x 40 mm non-bsc pta balloon, and the final residual stenosis was noted to be 20%. The target lesion #002 was in the left proximal sfa with 5.2 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 40 mm and 90% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed by using 2.0 mm non-bsc laser atherectomy device and pre-dilation was performed by using 4.0 mm x 120 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by the placement of 6.0 mm x 40 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 5 mm x 40 mm non-bsc pta balloon, and the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged from hospital on dual antiplatelet therapy. In(B)(6) 2023, the subject presented with symptoms related to in-stent restenosis and arteriosclerosis obliterans of the lower extremities. On (B)(6) 2023, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2023, 327 days post index procedure, thrombotic occlusion noted in the left sfa was treated by thrombectomy, drug coated balloon angioplasty, and placement of stent. Post treatment, the final residual stenosis was noted to be 10%. On (B)(6) 2023, the event was considered resolved and on the same day, the subject was discharged from the hospital. It was further reported that target lesion #001 only involved the left mid sfa. The 6.0 mm x 80 mm eluvia drug eluting stent study device was implanted in the mid sfa and did not extend into distal sfa and proximal sfa as previously reported. In (B)(6) 2023, the subject experienced symptoms of left calf pain while walking. Computed tomography (CT) angiography performed revealed in-stent occlusion in the left sfa. On (B)(6) 2023, the subject visited the hospital with complaint of exacerbated pain in the left calf after walking for 500 meters and was hospitalized for further diagnosis and treatment. On the same day, ultrasound of the lower extremity blood vessels performed revealed bilateral lower extremity atherosclerosis with plaque formation. Left leg: occlusion was noted in the mid and distal portion of the superficial femoral artery and dorsalis pedis artery. Right leg: moderate stenosis was noted in the common femoral artery. On (B)(6) 2023, left lower extremity angiography performed revealed in-stent stenosis in proximal sfa, in-stent occlusion in mid sfa, and total occlusion of distal sfa; localized stenosis was noted in the popliteal artery and peroneal artery trunks, and the anterior tibial artery could be visualized but the rest of the infra-popliteal artery could not be visualized. On (B)(6) 2023, 327 days post index procedure, thrombotic occlusion noted in the left mid sfa and distal sfa were treated using a non-boston scientific thrombectomy device followed by dilation using 4 mm x 120 mm and 5 mm x 100 mm sterling balloons in entire left sfa and 5 mm x 120 mm non-boston scientific balloon and 5 mm x 120 mm non-boston scientific drug-coated balloon in left mid and distal sfa. In addition, a 6 x 120 mm innova stent was placed in the left distal sfa with proximal end of the stent overlapping the original stent for 1 cm. Follow up angiography revealed patent left sfa. Subsequently, localized stenosis noted in left popliteal artery, anterior tibial artery and peroneal artery trunks were treated by dilation using a 2.5 mm x 120 mm balloon. Post treatment, angiography performed revealed improved blood flow in the left popliteal artery, anterior tibial artery, and peroneal artery trunks.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 62 years old at the time of study enrollment. B3: date of event: estimated since exact date was not reported.

Event description:
Elegance clinical trial.. It was reported that in-stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the left mid superficial femoral artery (sfa), left distal sfa extending up to left proximal popliteal artery with 3.8 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 80 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed by using 2.0 mm non-boston scientific (bsc) laser atherectomy device and pre-dilation was performed by using 4.0 mm x 120 mm non-bsc percutaneous transluminal angioplasty (pta) balloon and 4.5 mm x 200 mm non-bsc drug coated balloon. Treatment of target lesion was performed by the placement of 6.0 mm x 80 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 5 mm x 40 mm non-bsc pta balloon, and the final residual stenosis was noted to be 20%. The target lesion #002 was in the left proximal sfa with 5.2 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 40 mm and 90% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, atherectomy was performed by using 2.0 mm non-bsc laser atherectomy device and pre-dilation was performed by using 4.0 mm x 120 mm non-bsc pta balloon and 5 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by the placement of 6.0 mm x 40 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 5 mm x 40 mm non-bsc pta balloon, and the final residual stenosis was noted to be 20%. On (B)(6) 2022, the subject was discharged from hospital on dual antiplatelet therapy. In (B)(6) 2023, the subject presented with symptoms related to in-stent restenosis and arteriosclerosis obliterans of the lower extremities. On (B)(6) 2023, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2023, 327 days post index procedure, thrombotic occlusion noted in the left sfa was treated by thrombectomy, drug coated balloon angioplasty, and placement of stent. Post treatment, the final residual stenosis was noted to be 10%. On (B)(6) 2023, the event was considered resolved and on the same day, the subject was discharged from the hospital.